Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the atrial lead exhibited episodes of noise. Noise was not reproducible in clinic with isometric manipulation. Patient was doing well before, during, and after the events. No programming changes were made and patient will continue to be followed normally.